Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -15.5/+2.0/168 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for the longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
The lens was returned dry, in a microcentrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the optic torn, the haptic broken, and the lens having foreign material on lens surface (clear residue). (B)(4).